Manufacturer narrative:
Follow-up #1 date of submission 11/24/2015 device evaluation:the device has been returned and evaluated by product analysis on 11/11/2015 with the following findings: during investigation, a review of the pump black box showed evidence of unexplained reboots on the reported event date. During testing, the keypad buttons were unresponsive. The complaint could not be fully investigated due to this. The pump cover was opened and moisture was found in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.